Event description:
It was reported during initial implant that there was high pacing impedance, high capture threshold, and p-wave amplitude variation on the atrial lead. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, and investigation conclusions for non-device returned.

Manufacturer narrative:
The reported events of high pacing lead impedance, high capture threshold and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.